Manufacturer narrative:
Initial.

Event description:
It was reported that a pump was not charging despite the charger showing a solid green indicator, and basic troubleshooting was completed, including confirming pump orientation on the charger, reseating for contact, and trying a different power outlet; a replacement charger was shipped to the user. Symptoms included no adverse clinical effects. Outcomes included user inconvenience and the need for replacement supplies. Investigation included technical troubleshooting by customer care. Investigation of this case revealed a suspected charger malfunction or poor contact between the pump and charger, consistent with a charging accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a charger or interface failure.